Manufacturer narrative:
Date of event: only the year, 2020, is known. This report is for an unknown end caps/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the patient had a post-op infection. The date of implant procedure was (B)(6) 2020. Approximately, two (2) months post-op, the patient was noted to have an intramedullary infection. It was unknown when an explant procedure would be performed. The patient was in stable condition and admitted to the hospital. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity 1), 8mm ti cannulated tibial nail-ex/315mm-sterile (part number 04.004.243s, lot l809568, quantity 1). This report involves one (1) end caps. This is report 3 of 3 for (B)(4).